Event description:
A customer contacted beckman coulter (bec) reporting that 3 mls of bloody fluid had leaked from the unicel dxh 800 coulter cellular analysis system around the quick disconnect 7 (qd7). The leak was contained within the instrument. The customer also reported failing platelet (plt) backgrounds after numerous daily checks. The customer was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and protective eyewear at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated as a result of this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse confirmed a leak from the volume, conductivity, scatter (vcs) flow control manifold (mf202) at the wm (wire marker) 8 to the flow cell. The fse confirmed the fluid to be clenz that leaked during shutdown. The fse changed the fitting at wm8 and reconnected the lines resolving the leak. While troubleshooting the plt background failure, the fse inspected the platelet pathway and found air bubbles in the sweep flow to the rbc bath due to kinked tubing. The fse cleared the kinked line resolving the plt background issue. Failure mode is related to a leak from mf202 at wm8. The instrument obtained high plt backgrounds due to kinked tubing at the sweep flow. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).